Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, sleep current and active current measurement. Unit was monitored and functioning properly. Pump history was download successfully. All button function properly. No rewind anomaly and no motor louder during rewind. No delivery alarm/insulin flow blocked alarm was none found in the formatted history file on the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 4.0 received the lowbatteryalert (104) on 08/08/2025 16:07:00 after more than 7 days at 39.93 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/29/2025 17:51:00 after more than 7 days at 40.2 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/20/2025 12:52:00 after more than 7 days at 42.47 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and scratched case. Activation-keypad/button unresponsive not confirmed, delivery anomaly-no delivery/occlusion alarm not confirmed, drive/motor anomaly-rewind not confirmed, power problem-charge/battery lasts less than expected not confirmed and alarm-lb27-auto mode repeated bg request not confirmed. Damage- cracked display window not confirmed. Other damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, the buttons were slow to respond, there were scratches on the insulin pump and the screen. The customer also reported that the battery life was diminished, the motor was louder during rewind, the insulin pump lost settings, the battery alert was delayed and received frequent calibration alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1780kpk, mmt-7811na. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested and the customer response was that the device will be returned. No product return is required for mmt-7811na.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (product return statement) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the insulin pump (mmt-1780kpk) will not be returned for analysis.